Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-apr-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was missing the several station keys. A technical support specialist (tss) emailed the customer with steps on how to order replacement keys. The customer successfully submitted the order and received three out of four keys. The customer confirmed that the remaining key was on the way, so the tss marked the issue as resolved and closed the case. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary several sets of keys were missing. The customer reported there was an issue occurred when user trying to issue medication to patient and had delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary several sets of keys were missing. The customer reported there was an issue occurred when user trying to issue medication to patient and had delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.